Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male had irritation and was bleeding under the pads/electrodes. The pt removed the device due to irritation. It is unk at this time if the pt received med intervention for the skin irritation. Follow up indicates that the pt continues to wear the lifevest until he receives an ICD.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.